Event description:
The patient reported their first pump had a "kink" in it. No interventions, drug, symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6 )2013, product type: catheter. (B)(4).